Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system hub was broken. This was discovered during use. The following information was provided by the initial reporter: sealed canula bd nexiva vf gauge 20, was used for IV cannulation. After insertion, IV site was bleeding and not able to extract blood for blood test. Cannula removed immediately and noted that the plastic hub was broken.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two nexiva 20ga units from material 383647, lot number 8142579. One unit was used and in an opened package and one unused representative unit in a sealed package. In addition, four photographs were received which displayed similarities to that of the returned used unit. Through the visual/microscopic evaluation on the returned used sample, a characteristic v shape of a spear through and slit/cut in the catheter tubing was observed above the nose of the adapter. The tubing between the v shape and slit/cut was collapsed. The collapsed area was from the needle which had speared out through the tubing and back into the tubing. The reported issue was confirmed as the needle went through the catheter. A visual/microscopic evaluation was then performed on the returned unused sample. There were no signs of holes, splits, or needle through tubing wall found in the tubing. The evaluation of the used unit was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Spears through can occur at the tube flare station when the catheter is set to the wedge from the mandrel hitting the catheter. It could also occur at the load adapter and seat septum station from machine alignment issues. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system hub was broken. This was discovered during use. The following information was provided by the initial reporter: sealed canula bd nexiva vf gauge 20, was used for IV cannulation. After insertion, IV site was bleeding and not able to extract blood for blood test. Cannula removed immediately and noted that the plastic hub was broken.